Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
The following was reported to hamilton medical ag: "ventilator kept alarming and was giving several different alarms including check flow sensor tubing, exhalation valve blocked, high pressure limit, high oxygen and vent would not silence. Ventilation shut down and unit went into ambient mode." No health consequences or impact.

Manufacturer narrative:
Investigation outcome: complaint description: ventilator kept alarming and was giving several different alarms including check flow sensor tubing, exhalation valve blocked, high pressure limit, high oxygen and vent would not silence. Ventilation shut down and unit went into ambient mode. No health consequences or impact. Device alarmed for 'exhalation obstructed' followed by 'pressure not released' alarm and switched into ambient (tf485001, tf432003 & tf446029). Earlier in the logs it can be evidenced that the ventilation was started on april 26, and since, the device has been repeatedly alarming for 'vt low', 'low minute volume', 'disconnection on patient side', 'check flow sensor tubing', and 'high peep'. It also alarmed for 'external flow sensor failed' numerous times and switched into 'sensor failure mode ventilation'. Since the start of ventilation, the device was switched to standby for less than a min and started again. The device continued the same pattern of alarms until it switched into ambient. Hamilton medical ag has requested further information. The technician on site stated the following: no corrections have been made. I ran a pre-use check and everything checked out fine. No further details were received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.